Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('essure device was cut in half, and one end of the tube with a small portion of the essure net was removed'). In an adult female patient who had essure (ess205), inserted for female sterilisation. The patient's medical history included: intra-uterine contraceptive device insertion, endosalpingiosis, dysmenorrhea, paratubal cyst, pelvic adhesions, endometriosis and pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy. Essure device removal,). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). The reporter commented: discrepancy noted, essure removal date as per mr, is (B)(6) 2017. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal- yes') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device was cut in half and one end of the tube with a small portion of the essure net was removed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included intra-uterine contraceptive device insertion, endosalpingiosis, dysmenorrhea, paratubal cyst, pelvic adhesions, endometriosis and pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy. Essure device removal,). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure (ess205). The reporter commented: discrepancy noted: essure removal date as per mr is (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received: " previously reported event medical device removal replaced with essure device was cut in half and one end of the tube with a small portion of the essure net was removed. Reporter. Medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal- yes') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.